Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with pacemaker syndrome presented at the hospital for an atrial lead revision due to noise, high capture threshold, high impedance, loss of capture and no sensing. The lead was capped and replaced, and connected to a new device. There were no complication during the procedure and the patient was in stable condition.